Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during non-emergency treatment. The procedure was scheduled for the next day when the system was working. The philips remote service engineer (rse) examined the system remotely and confirmed that the system¿s geometry did not work. The rse reviewed the logfile and confirmed that there were errors related to the geometry control pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the geometry movement message was not available, and the device was not responding to the controls. The rse confirmed that the geo pc software was not working correctly, which leads to the reported issue. To resolve the reported issue, the fse reinstalled the operating system and application of the geometry pc. After the reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm and table geometry did not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.